Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance in the bipolar configuration. The lead also exhibited noise and the physician suspected damage to the lead. The patient was asymptomatic. No intervention was reported and the patient would be monitored.